Event description:
It was reported that during a percutaneous coronary intervention, vessel occlusion occurred. The target lesion was located in the left anterior descending artery. The opticross¿ imaging catheter crossed the lesion however it was unable to obtain an image. The display was black and fading in and out. The device was removed from the patient however the vessel was occluded. The device was placed in a saline tub to test the image function and noticed that the device was vibrating vigorously. Nitrate was given to the patient to open the vessel. The procedure was completed with a different device. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for evaluation. Evaluation of the returned device revealed that a kink in the sheath assembly at 34.4 cm from femoral marker to the proximal end. The imaging core was able to rotate properly during functional testing. During image characterization testing, no image appeared in the system due to electrical open at proximal. Imaging core windup was not found within the telescope section of the device. Wind up was not found after dissection (near of distal strain relief) of sheath assembly. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, vessel occlusion occurred. The target lesion was located in the left anterior descending artery. The opticross¿ imaging catheter crossed the lesion however it was unable to obtain an image. The display was black and fading in and out. The device was removed from the patient however the vessel was occluded. The device was placed in a saline tub to test the image function and noticed that the device was vibrating vigorously. Nitrate was given to the patient to open the vessel. The procedure was completed with a different device. No further patient complications were reported and the patient's status is fine.